Event description:
The patient reported experiencing a loss of therapeutic effect. The patient could not pee. Stim had caused muscle spasms in her glutes and in her discs where the lead was inserted. The patient did not have a good implant recovery. The patient reported stimulation in the wrong location. The patient felt stim in right hip that was bothering her. Pain in bladder/urethra was noted. A burning sensation was noted. The patient also stated she had a mesh. The patient had had bladder issues that preexisted implant. Urinary retention symptom return was noted (B)(6) 2015. Muscle spasms were noted (B)(6) 2015. Stim in hip was noted (B)(6) 2015. Not good recovery after implant was noted (B)(6) 2015. Pain was noted (B)(6) 2015. The patient could not currently adjust settings because she had lost her patient programmer. The patient planned to call back with shipping information for replacement programmer. The patient called back and the following replacement device was ordered for the patient: antenna. Patient programmer. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0lg0n, implanted: 2015-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).